Event description:
A health care professional reported that reusable handpiece did not activate which was making it necessary to replace both the handpiece and its phaco emulsification tip, without obtaining any result. During phakic intraocular implant surgery. The surgery was completed after replacing the pack. There was no information patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.